Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the high impedances was unable to be determined. The patient preferred to remain in the program covering only her legs and feet. The manufacturer representative attempted to program around the high impedances but wasn¿t able to get any coverage in her left lower back which is where the patient hurts. The manufacturer representative was able to get coverage in her right back, but since the right back doesn¿t bother her, she didn¿t want that program. The patient¿s health care professional was consulting with the surgeon to get the patient in for an x-ray to see if they could find anything out. No further information is known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient has good coverage in their legs, but they have low back pain as well and they havent' been able to have their low back pain covered for a few months. Around may, everything was working fine. There were no falls or trauma that may have contributed to the event. Impedances were measured at 1.5 v and multiple contacts were over 20k ohms despite using differing reference electrodes.